Event description:
It was stated that patient had experienced adhesive fails to stick to skin immediately after proper application on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 5.based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot & serial number; however, lot & serial number was not provided.a complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot & serial number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number:reporting site: 8021545,manufacturing site: 3003442380.